Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent an emergent endovascular repair of an impending rupture of a descending thoracic aortic aneurysm using two conformable gore tag thoracic endoprostheses and a gore excluder aaa aortic extender endoprosthesis. The procedure was concluded with no reported issues. On (B)(6) 2015, the patient underwent an emergent endovascular repair of a ruptured abdominal aortic aneurysm with gore excluder aaa aortic extender endoprostheses. The procedure was concluded with no reported issues. In (B)(6) 2015, follow-up images showed the dilation of the proximal neck where the tgu454520j was implanted. (No endoleak was reported.) On (B)(6) 2015, a conformable gore tag thoracic endoprosthesis (tgu454520j/13785268) was implanted to extend the tgu454520j/13185367 just below the left subclavian artery. A metallic stent was implanted in the left common carotid artery to maintain the patency. Final angiography showed a minor type ii endoleak from the left subclavian artery, which was left to be monitored. The patient tolerated the procedure.